Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian reported that when the pod was removed, the needle had not retracted indicating a needle mechanism failure. No impact to the patient's glucose level was reported. It was reported that a skin irritation and inflammation causing redness, swelling, pain and pus visible. The pod was worn between 5 and 24 hours. As treatment, a new pod was placed.